Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the nurse unwrapped the yellow tube and found a gray foreign body on the wall of one of the tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 1/12/2022. Bd received a sample and three (3) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter (fm) was observed. Microscopic examination showed the fm to be a light yellow color. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the nurse unwrapped the yellow tube and found a gray foreign body on the wall of one of the tubes."